Event description:
It was reported to medtronic minimed that the customer experienced damage (out of box/package), needle hard to remove, needle break. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7040a. Troubleshooting was performed. Customer reported the sensors introducer needle fractured inside the body. Advised to return the sensor and needle hub. Customer is reporting the sensor liner stayed on the base while pulling the sensor serter off. Customer confirmed the serter was pulled slowly straight up. No harm requiring medical intervention was reported. Product return status for mmt-7040a is unknown. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Following our receipt of the one returned used sensor. Found needle attached from the sensor base. Also found the needle bent inside needle hub causing needle hard to remove from sensor base as noted in the comments by the customer. In summary, confirmed needle hard to removed due to sensor needle bent inside the needle hub. Needle break was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.